Event description:
A malfunction on a pump was reported by the customer, but no significant events occurred prior to this issue. There was no adverse impact on the customer¿s blood glucose level. Technical support helped the caller reset the pump using provided instructions. The issue did not recur after the reset, and the customer was advised to continue using the pump and to contact support if the problem occurs again.